Event description:
It was reported that prior to a device replacement proce- dure, an induction test was performed. The device reported high voltage lead impedance of 0 ohms. When an hvlic was requested, the device reported a high impedance value. When the pocket was opened, the physician observed a lead fracture. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.